Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent unexpected shutdowns occurred. Customer's blood glucose level was 600 mg/dl which was treated with a manual injection. Reportedly the customer reverted to manual injections for insulin therapy.